Event description:
It was reported to philips that the system's host computer was unable to start. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system's host computer was unable to start. Upon troubleshooting, philips field service engineer (fse) found fuse f11 in the m cabinet was blown when the host pc started and confirmed the host pc to be faulty. To resolve the issue, fse replaced the host pc and fru (field replaceable unit) fuse box m-cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.